Event description:
It was reported that at the implant procedure, the lead was removed from the sterile package when the physician noted a kink in the lead at the distal tip. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was retuned and analysis found no anomalies.